Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump received unspecified alarm. The customer¿s blood glucose level was 6.3 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with new software release detected alarm followed by incorrect pump model number in flash alarm after battery installation, problem isolated to mother board. Unable to confirm external flash error alarm and unable to perform any tests due to new software release detected alarm and incorrect pump model number in flash alarm.